Event description:
The morphine pump was hanging on the IV pole and the control module had not been activated by pt. Four hours later, it was found that about 80 ml of morphine was infused. Pt's respirations were less than 10 per 1 min, pt was unresponsive and had pin point pupil constriction. 0.4 mls in 2 doses and then 1 ml in a single dose of narcan was given. Pt was also given an IV drip of revex which ran for 10 hrs. Pt was fine in the morning.